Manufacturer narrative:
An event of atrial fibrillation, tachycardia, angina, and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue delivery system. Two days later on (B)(6) 2023, the patient complained of chest pain. It was confirmed that the patient had tachycardic atrial fibrillation associated with decreased blood pressure. Landiolol hydrochloride was administered. A few hours later, the patient's symptoms improved. The following day, on (B)(6) 2023, the patient was discharged. The patient was reported as stable. Subsequent to the previously filed report, additional information was received and a correction needs to be made as the patient's weren't chest pain, tachycardic atrial fibrillation, and blood pressure drop all occurred during the same day of the 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient was kept in the intensive care unit (ICU) until the following day on (B)(6) 2023. The patient had also been administered 2mg bisoprolol.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue delivery system. Two days later on (B)(6) 2023, the patient complained of chest pain. It was confirmed that the patient had tachycardic atrial fibrillation associated with decreased blood pressure. Landiolol hydrochloride was administered. A few hours later, the patient's symptoms improved. The following day, on (B)(6) 2023, the patient was discharged. The patient was reported as stable.